Event description:
It was reported that a 74-year-old female essential tremor (et) patient had initially received bilateral ventral intermediate (vim) leads. Due to persistent, functionally disabling tremor in the left hand, a rescue lead operation was performed. During this operation, the right-hemisphere vim lead was repositioned to optimize target engagement, and a supplementary lead was implanted in the ipsilateral ventralis-oralis (vo) nuclei to augment tremor suppression. It was noted that the replaced vim lead was positioned on the border of the ventral intermediate nucleus and ventral posterior nucleus of the thalamus, and the new vo lead was then implanted on a parallel trajectory 2mm anterior and 1mm medial to the vim lead in the ventralis oralis anterior/posterior (voa/vop) region. No further complications were reported or anticipated.

Manufacturer narrative:
Literature citation: bender m, zheng h, ramirez-zamora a, vaillan court d, foote k, oweiss k. Evaluating thalamic biomarkers for closed-loop deep brain stimulation in essential tremor. 2025 47th annual international conference of the ieee engineering in medicine and biology society (embc). 2025 jul;2025:1-7. Doi: 10.1109/embc58623.2025.11253119. Continuation of d10: product ID neu_unknown_lead lot# unknown, product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.